Event description:
The customer reported to olympus, the camera head, when plugged in, the screen is showing snow and no image. The issue was found during preparation prior to sedation, and the intended procedure was diagnostic. There were no reports of patient harm.

Manufacturer narrative:
The olympus service team received the subject device. This camera head underwent a visual inspection and functional tests to assess the device status. The user's request of no image was confirmed and due to faulty cable unit. Moreover, the device failed leak test due to puncture on cable. A labeling review was conducted. No anomalies were found. A device history record review was completed, and no issues were identified. The most probable cause of the complaint is cause traced to component failure, which is expected or random component failure without any design or manufacturing issue. Olympus will continue to monitor the field performance of this device.